Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
During a watchman procedure in which the nrg transseptal needle was used, a hematoma occurred. Following a successful transseptal puncture, a watchman device and catheter were removed and replaced. Subsequent attempts at a transseptal puncture resulted in a hematoma near the aortic root. The procedure was aborted and the CT surgery team was called. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical device were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.